Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that probably 3 months ago in 2018 the patient had last felt stimulation and the consumer was pretty sure the device was dead. It was noted that the patient did not use the device very often. Usually they charge every 3 weeks but had last charged about 3 months ago due to an unrelated sickness/medical issue. The stimulator could no longer be charged. The recharger would not connect with the implant and showed the reposition antenna screen. Poor communication screen was showing on the patient programmer. Additional information was received from a manufacturer representative on (B)(6) 2018 reporting that the patient was scheduled for an ins replacement next thursday ((B)(6) 2018). The current ins was dead and could not be interrogated. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reporting that the patient's weight at the time of the event was unknown. It was indicated that the explanted device would not be returned for analysis as the customer discarded the device. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.